Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an inserter did not lock appropriately onto an implant during surgery. It is unknown if this device or an alternative device was used to complete the procedure. There were no reports of patient impacts associated with this event.

Manufacturer narrative:
The returned inserter was evaluated. There were indications of wear and minor deformation on the threads of the inserter cap and the teeth on the inserter shaft. However, the components were able to be assembled as expected and the device was able to assemble with and retain an implant as expected during a functional check. The cause of the wear and minor deformation is attributed to repetitive use. A review of the manufacturing records did not identify any issues which would have contributed to this event.